Event description:
The device was returned by the customer for a routine inspection. There is no patient involvement and no harm reported to any patient. At the time of device evaluation, it was observed that the forceps elevator of the device has foreign material. This medwatch is being submitted for the reportable issue of foreign material found in the forceps channel during device evaluation.

Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator of the device has foreign material. Additional issues observed are: cut on distal end rubber coating (a-rubber) leading to loss of water tightness; damage on air/water-cylinder leading to loss of water tightness; scratch on objective lens has a scratch; adhesive on a-rubber is detached; a-rubber has discoloration; connecting tube has a scratch and a wrinkle; ig protector has a scratch; s-cover, s-connector, and protector of universal cord on s-connector are scratched; switches 1 to 4 have a scratch; universal cord has discoloration; due to wearing of angle wire, bending angle in up/right direction does not meet the standard value; damage on charge couple device (ccd) unit causes black dots on image; distal end insulation has low-frequency insulation resistance; c-cover is dirty; light guide (lg) lens has a chip and scratch; and connecting tube is not snaky. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. Correction being made for recall information. This supplemental report is being submitted to provide this information. Customer provided information on reprocessing method at the facility. An air/water (aw) channel cleaning adapter is used for pre-cleaning. Pre-cleaning is performed immediately after a procedure. The steps taken during the pre-cleaning are: washing external surfaces, aspiration of channels, flushing aw channel with flushing adaptor. Detergent used for pre-cleaning is enzymatic solution. The endoscope channels are brushed during manual cleaning with reusable brush used for channels and single use for distal end area. Brush model number and manufacturer are: olympus bw20t, mh-507, maj-1888. The maj-1888 brush is being reused. Opa is being used as disinfectant. Automatic endoscopy reprocessor (aer) is being used to reprocess the endoscope. Aer brand names are johnson & johnson and medivator. Detergent and disinfectant used with the aer is opa. The endoscope is stored in an almirah scope cabinet after reprocessing. All reprocessing personnel are trained on how to properly reprocess an endoscope. Based on information provided by customer, it appears that the user was reusing a single use brush. Such reuse of a single use brush is incorrect reprocessing and may have contributed to the event of foreign material in the forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 02-jan-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to reprocessing around the forceps elevator after a procedure was insufficient or, the device was not reprocessed immediately after procedure, allowing the foreign material to adhered to the forceps elevator to become dried and solidified. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet in IFU (reprocessing manual), the following descriptions are included. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.